Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a possible detached sensor wire upon sensor deployment. Patient did not report any further injury or any medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).